Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the universal surgical manipulator (usm) 2. The system was verified and ready for use. Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Event description:
It was reported that prior to the start of a da vinci-assisted prostatectomy radical with lymphadenectomy surgical procedure, the customer contacted the technical service engineer (tse) for phone assistance regarding a recurring issue on the universal surgical manipulator 2 (tse) where the discs kept spinning with high temperature and a loud load-related sound. The customer had already attempted troubleshooting by rebooting using the emergency power-off (epo) and cycling the power at the power supply cabinet breaker, which briefly improved the condition before the noise returned. Tse then determined the issue was recurring. The procedure was completing as planned with no reported injury.